Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that on (B)(6) 2017, the patient presented to their pain specialist and an x-ray revealed a "lead migration and misalignment of the electrodes in the generator." The cause of the out of range impedance was no identified. The patient's weight is unknown and will not be made available. The patient was referred back to the healthcare provider (hcp) for evaluation for a lead revision. The date of the procedure was unknown at this time. No further complications were reported.

Manufacturer narrative:
Concomitant products:  product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was out of range and there was intermittent function of stimulation. The patient stated that over the last 6 months they noticed that having to turn amplitude up more to get the same paresthesia. The patient also noted that when in certain positions they lose paresthesia completely. The patient thought that this was normal and never reported it. The patient had their monthly visit and it was requested a rep be present and attempt to improve stimulation coverage. The patient denied any trauma, falls, or accidents within the last year. During initial impedance check at .7 volts impedances for electrodes 0-15 were all greater than 10,000 ohms. The rep checked impedances at 1.5 volts and 3 volts which replicated the same results. The rep was able to reproduce intermittent paresthesia by having the patient sit up and lay back flat. When sitting up, they received no paresthesia up to 10.5 volts. When lying flat they noted intermittent paresthesia around 7 volts. The patient was scheduled for an x-ray on tuesday (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.